Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the +p insulation resistance test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, there was an open black pulse wire inside the trunk cable. The cause of the +p insulation resistance test failure is the open black pulse wire. The root cause of the open wire cannot be positively identified. No adverse event resulted from the damaged wire. The last pt to use this belt did not report any deficiencies.